Manufacturer narrative:
The amplatzer septal occluder was received at aga medical in its original configuration. The device was decontaminated, measured, and confirmed to meet dimensional specifications. The device was examined microscopically and no defects were observed. Using a test 10f amplatzer torqvue delivery system, the device was retracted into the loader and upon deployment, the device deformed cobra-shaped. Our investigation was able to reproduce the performance described. We are continuing to investigate to understand the many factors involved in device deformation. We have implemented manufacturing changes to further improve the performance of these devices, and will continue to do so as we identify additional factors affecting device deformation. In addition, the amplatzer septal occluder instructions for use warns against releasing any device that does not conform to its original configuration. It is recommended to recapture the device and redeploy. If the deformation persists, recapture the device and replace it with a new one.

Event description:
According to the information received, a 32mm amplatzer septal occluder deformed cobra-shaped and embolized into the left atrium. The device was successfully retrieved percutaneously and another device was implanted without incident. Additional information has been requested, including imaging of the implant procedure and event details, but has not yet been received. Should additional information become available a supplemental report will be filed.